Event description:
Inflammatory reaction [inflammation]. Case description: spontaneous report received on 18-feb-2009 and 26-feb-2009 from a physician via a company rep regarding a (B)(6) male pt, (initials not specified), with a medical history of osteoarthritis (grade 2). The patient's serum calcium is at the upper normal limit (2.6 mmol/l) with a normal pth (parathyroid hormone). The patient received a series of 3 synvisc injections in the knee, in (B)(6) 2009. Approximately 48 hours after the third injection, the pt experienced an inflammatory reaction of the knee which included pain, function laesa (inability to move) and effusion. The knee was aspirated (B)(6) 2009 adn 105 ml of sterile fluid was withdrawn. The aspirate had no crystals and the wbc count was 4600/mm3. On (B)(6) 2009, the knee was aspirated again and 75ml sterile synovial fluid was removed. There were no crystals and the wbc count was 2060/mm3. On (B)(6) 2009, the patient was treated with bi-profebid (ketoprofen), icepack, rest and an intra-articular injection of hexatriene (triamcinolone hexacetonide). As of the date of receipt of this report, the pt had recovered. The physician assessed the severity of the event as moderate, and the relationship between the event and synvisc as probable.